Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4) the full lead was returned and analyzed. No anomalies were found. Analysis revealed blood in/on the helix mechanism. (B)(4) the full lead was returned and analyzed. No anomalies were found. Analysis revealed blood/body fluid (not obstructed) present on all conductors.

Event description:
It was reported that the right atrial lead dislodged during the implant attempt and positioning/fixing difficulties were experienced. The lead was removed and not replaced. It was additionally reported that the left ventricular lead was unable to be advanced to a stable position. The lead was removed and not replaced. No patient complications have been reported as a result of this event.